Manufacturer narrative:
The absence of formal documentation or a detailed incident report limits the ability to draw definitive conclusions about the exact cause or contributing factors. It appears that the device may not have been used in accordance with the recommended deployment instructions, potentially leading to the issue. Based on our analysis of historical data, there do not appear to be recurring issues with vessel perforation linked to the tigertriever 13 when used as directed.

Event description:
During a general feedback discussion with a physician, it was mentioned that in a past case involving the tigertriever 13, the device might have been pushed forward rather than steadily unsheathed, which could have led to vessel perforation. No further details were provided by the physician.